Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements above 100 ohms on the right ventricular (rv) channel. Technical services (ts) was consulted and upon case review, indicated that this channel exhibited high impedance measurements already at time of implant. The historical measurements demonstrated a stable decreasing pattern. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD exhibited high out of range shock impedance measurements above 125 ohms. Ts recommended to closely monitor this patient and indicated that a replacement of the associated rv lead will be required if impedance measurements above 150 ohm are recoded. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.